Manufacturer narrative:
Device was used for treatment, not diagnosis. Date of birth, sex and weight were not provided for reporting. This report is for unknown listerine® ultraclean® access® dental flosser. Upc#, lot# and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The consumer alleged the back of the flosser head hit and chipped one of the teeth while pulling the device out from between the teeth.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.